Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the patient collapsed in his apartment between (B)(6) and had no water, food, or insulin. On (B)(6) 2025, he was rescued by the fire department and admitted to the hospital with severe dehydration and pneumonia. The patient cannot verify to what extent the warning tone functioned during this time. No further event details were provided. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.